Event description:
It was reported that pump declared altitude alarm and required cartridge replacement before pump could resume normal operation. There was no adverse impact to the customer's blood glucose level. Customer was not using suspended insulin at time of call, received tips from technical support on preventing altitude alarms, confirmed understanding, and pump then resumed normal operation with no further issues reported.